Manufacturer narrative:
The device was not returned for evaluation. The lot review was performed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device status is unknown.

Event description:
The customer reported that an IV infusion set was connected to patient with IV fluid being administered during the surgery and the surgeon noticed the IV tubing had become disconnected from the reservoir chamber. It was checked to see if there was air going into the patient and the infusion was immediately turned off and the disconnected from the patient. The IV set was replaced. There was patient involvement but no report of an adverse event or delay in critical therapy.